Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (100 mcg/ml, 54 mcg/day) and bupivacaine (13.8 mg/day, unknown concentration on (B)(6) 2018, the patient presented for a dose titration appointment. Interrogation of the pump revealed a motor stall. Logs indicated that several motor stalls and recoveries had occurred beginning on (B)(6) 2018. There were no known environmental factors. No interventions had been performed at this point in time, but surgical intervention was planned, but not yet scheduled. The event was not resolved at the time of this report. No patient symptoms reported. The patient's status was alive - no injury.

Event description:
Additional information was received from an hcp via a clinical study. It was reported that the event resolved without sequelae on (B)(6) 2018, (note: this conflicts with the previous report that the event resolved on (B)(6) 2018, . Additional motor stalls and recoveries were identified via pump logs at the following dates and times: (B)(6) 2018, at 11:32am , with spontaneous recovery on (B)(6) 2018, at 1:01pm; (B)(6) 2018, at 1:35pm , with spontaneous recovery on (B)(6) 2018, at 8:58pm; (B)(6) 2018, at 9:48pm, with spontaneous recovery on (B)(6) 2018, at 12:35am; (B)(6) 2018, at 7:55am, with spontaneous recovery on (B)(6) 2018, at 11:28pm; (B)(6) 2018, at 10:36am, with spontaneous recovery on (B)(6) 2018, at 5:39pm; (B)(6) 2018, at 601pm, with spontaneous recovery on (B)(6) 2018, at 11:54pm; (B)(6) 2018, at 8:12am, with spontaneous recovery on (B)(6) 2018, at 9:57am; (B)(6) 2018, at 8:17am, with spontaneous recovery on (B)(6) 2018, at 9:17am; (B)(6) 2018, at 7:41am, with spontaneous recovery on (B)(6) 2018, at 8:22am; (B)(6) 2018, at 5:28am, with spontaneous recovery on (B)(6) 2018, at 6:43am; and (B)(6) 2018, at 7:39am, with spontaneous recovery on (B)(6) 2018, at 8:42am.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2019-jan-30. It was reported that device printouts showed motor stalls on 2018-oct-29 at 10:54am with recovery at 11:15am and at 2:15pm with a recovery at 2:38pm, 2018-nov-01 at 4:06pm with recovery at 6:01pm and at 6:11pm with recovery at 6:28pm, 2018-nov-02 at 12:00am with recovery at 12:55am, and 2018-nov-06 at 2:39pm with recovery at 12:18am. The patient reportedly presented at the clinic with withdrawal symptoms on (B)(6) 2018 the next printout with logs was on 2018-dec-07 at 7:20am with logs beginning on 2018-nov-08 at 10:58am with a motor stall recovery. It was noted that the event resolved without sequelae on 2018-nov-06.

Manufacturer narrative:
H3: analysis of the pump identified a feedthru anomaly due to a fluid based pin short and a leaking pump tube outlet fitting due to damaged or missing o-ring. H6: the previously reported evaluation conclusion, method, and result codes no longer apply. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a clinical study reported the pump was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated the pump was reprogrammed on (B)(4) 2018. Device interrogation/device data revealed service code 100 (indicating a motor stall) on (B)(4) 2018. It was noted that the patient had a follow up appointment for their intrathecal pain pump and upon interrogating the pump, the pump indicated the pump is and had been stalling at multiple times. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The outcome of the event was noted as ongoing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The outcome of the event was updated to resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.